Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Date rec¿d by MFR- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -14.00/2.0/076 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a longer length lens due to low vault in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.